Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported there was poor communication. The last time the patient successfully charged the device was 2.5-3 weeks ago or more. The patient was unable to communicate with the ins with the recharger. No symptoms or further complications were reported. Additional information was received from the patient. It was reported that the patient tried to use their friend's ins charger to charge their ins and was still not connecting. The patient reiterated that the insr is not making contact with the ins. No further complications are anticipated.